Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewj0733 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that in (B)(6) 2013, the doctor inserted the catheter into the patient through the right jugular vein, and the insertion was successful. On (B)(6) 2014, the patient returned to the hospital and was told the caff was detached and the catheter was exposed, then it was removed. Reinserted a new catheter for the patient.